Manufacturer narrative:
The device has not been received by depuy synthes power tools. If additional information becomes available, a supplemental report will be sent. Ref#: (B)(4).

Event description:
Report received from the USA stating that the device had a oil leak. The device was not being used during surgery. There was no injuries reported but it is unk if delay or medical intervention were reported. The date of the event is unk. There was no additional information provided.